Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act key sticks. The customer's blood glucose value was unknown. The insulin pump had crack window. The customer got error messages during delivery and the belt clip attachment came undone so insulin pump fell out of it. The insulin pump will not be returned for analysis.